Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had fallen out of the patient with a deflated balloon. Water leakage was identified; however, the source is unknown. Subsequently. The catheter was replaced. No further information was provided.

Manufacturer narrative:
Received only catheter. The reported issue was confirmed; however, the cause is unknown. Per visual inspection: sample was evaluated and observed pinhole on shaft from outside. Microscopic examination of the pinhole looks like it was caused by a rough object from outside. Per functional testing: inflated with water and observed water leaking from inflation lumen. Treated the site with congo red, a substance that indicates the presence of lubricious coating, and found the coating was not present inside the pinhole. The pinhole was created post lubricious coating. Per dimensional evaluation: pinhole about 9 cm from funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon. Water leakage was identified; however, the source is unknown. Subsequently, the catheter was replaced. No further information was provided.